Manufacturer narrative:
Kawazuka, kazumi, et al. (2026). Adequate and inadequate performance of a fully subcutaneous implantable cardioverter defibrillator (s-ICD) monitored remotely: cases in which incision was observed at the same time. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Mp-p38.

Event description:
It was reported per article of interest literature review that a 52-year-old male who underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation following cardiac arrest and had been event-free for approximately two years. He lost consciousness while drinking alcohol and was transported to the emergency room. Appropriate shock activation for ventricular arrhythmia was confirmed, and he was discharged after starting drug treatment. After discharge, outpatient remote monitoring showed no problems for a while, but about a year later, shock activations were observed during remote monitoring. It was thought to be inappropriate due to noise rather than ventricular arrhythmia, based on analysis of the records. Analysis revealed that noise was introduced during the hair-washing motion in the shower, and a decrease in qrs amplitude was observed at that time, so the sensing configuration was changed. No inappropriate operation has been observed in either outpatient or remote monitoring since then. The s-ICD system remains in service. No adverse patient effects were reported.